Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the 17.8mm drill bit large qc/312mm (p/n: 309.600, lot number: f-17139) was received at us cq. Upon visual inspection, dull cutting edges were observed on the tip of the drill bit. Additionally scratches from field usage were observed on the device. Thus, the reported complaint was confirmed. The received condition of the device is consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = part: 309.600, lot: f-17139, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 22. April 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the drill bit has shown signs of wear. At the end of the procedure, small metal debris were present in the patient at the operating site, which required to be removed and cleaned before closing. No further information provided. This report is for one (1) 17.8mm drill bit large qc/312mm. This is report 1 of 1 for complaint (B)(4).